Manufacturer narrative:
Additional information was provided in sections d4, d.9., h.3., h.6., and h.11. The company representative was able to replicate the reported event. The nonconforming component of the vitrectomy valve was replaced to address the issue. However, there was no product returned. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. The root cause of the reported event is attributed to the nonconforming component of the vitrectomy valve. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic operating console had viscous fluid control (vfc) extract mode was out of tolerance during surgery. The type of procedure and patient impact were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).